Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was harm to the patient described by the reporter as a "mucosal tear" that did not require medical intervention. The patient is currently in stable condition.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule attached to the patient's espophagus but failed to detach from the delivery system. There was harm to the patient. A repeat procedure will be performed in a couple of weeks. Intervention was not required. There was nothing unusual about the patient or the procedure itself that my have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal.a medela pump was the vacuum source used. The vacuum pressure before the procedure was 650. Lubricant was used to facilitate capsule placement and the reporter confirmed that lubricant did not go into the capsule chamber. No known adverse events were reported.